Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and device breakage ('2 small millimetric metal dots in both uterine horns - after essure removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant past medical-surgical history. In 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced diarrhoea ("diarrhoea"). In (B)(6) 2015, the patient experienced left lower quadrant pain ("pain episodes in her lower left side of the abdomen"). In 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("2 small millimetric metal dots in both uterine horns - after essure removal"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), swelling ("swelling"), vaginal haemorrhage ("excessive vaginal bleeding"), pelvic pain ("pelvic pain"), metal poisoning ("metallosis"), back pain ("lumbar pain"), headache ("headaches"), dizziness ("dizziness"), dyspareunia ("pain during intercourse"), vomiting ("vomiting"), hypogastric pain ("hypogastric pain"), asthenia ("asthenia"), decreased appetite ("anorexia"), abdominal crampy pains ("cramp-like abdominal pain"), urethral syndrome ("urethral syndrome") and faeces soft ("soft stools of long-lived progression") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy and open surgery with abdominal subtotal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, device breakage, swelling, vaginal haemorrhage, pelvic pain, metal poisoning, back pain, headache, dizziness, dyspareunia, vomiting, hypogastric pain, asthenia, decreased appetite, diarrhoea, left lower quadrant pain, abdominal crampy pains, urethral syndrome, faeces soft, weight decreased and complication of device removal outcome was unknown. The reporter considered abdominal pain, asthenia, back pain, complication of device removal, decreased appetite, device breakage, diarrhoea, dizziness, dyspareunia, faeces soft, headache, left lower quadrant pain, metal poisoning, pelvic pain, swelling, urethral syndrome, vaginal haemorrhage, vomiting, weight decreased, abdominal crampy pains and hypogastric pain to be related to essure. The reporter commented: essure removal surgery, dated (B)(6) 2019: during the first surgical procedure, a laparoscopic salpingectomy and subsequent removal of the essure devices was performed. The surgical intervention finished with a bilateral salpingectomy without incidents. Both devices were sent to the pathological anatomy department. A control abdominal x-ray was performed in order to confirm the total removal of the essure devices, in which 2 small millimetric metal dots were observed in both uterine horns, thus, it was decided to re-schedule an open surgery with abdominal subtotal hysterectomy, as previously agreed upon with the patient, which was carried out without incidents. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2019: after essure removal - 2 small millimetric metal dots observed in both uterine horns. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2021: the ha number has been received; update to imdrf/FDA codes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and device breakage ('2 small millimetric metal dots in both uterine horns - after essure removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant past medical-surgical history. In 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced diarrhoea ("diarrhoea"). In (B)(6) 2015, the patient experienced left lower quadrant pain ("pain episodes in her lower left side of the abdomen"). In 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("2 small millimetric metal dots in both uterine horns - after essure removal"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), swelling ("swelling"), vaginal haemorrhage ("excessive vaginal bleeding"), pelvic pain ("pelvic pain"), metal poisoning ("metallosis"), back pain ("lumbar pain"), headache ("headaches"), dizziness ("dizziness"), dyspareunia ("pain during intercourse"), vomiting ("vomiting"), hypogastric pain ("hypogastric pain"), asthenia ("asthenia"), decreased appetite ("anorexia"), abdominal crampy pains ("cramp-like abdominal pain"), urethral syndrome ("urethral syndrome") and faeces soft ("soft stools of long-lived progression") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy and open surgery with abdominal subtotal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, device breakage, swelling, vaginal haemorrhage, pelvic pain, metal poisoning, back pain, headache, dizziness, dyspareunia, vomiting, hypogastric pain, asthenia, decreased appetite, diarrhoea, left lower quadrant pain, abdominal crampy pains, urethral syndrome, faeces soft, weight decreased and complication of device removal outcome was unknown. The reporter considered abdominal pain, asthenia, back pain, complication of device removal, decreased appetite, device breakage, diarrhoea, dizziness, dyspareunia, faeces soft, headache, left lower quadrant pain, metal poisoning, pelvic pain, swelling, urethral syndrome, vaginal haemorrhage, vomiting, weight decreased, abdominal crampy pains and hypogastric pain to be related to essure. The reporter commented: essure removal surgery, dated (B)(6) 2019: during the first surgical procedure, a laparoscopic salpingectomy and subsequent removal of the essure devices was performed. The surgical intervention finished with a bilateral salpingectomy without incidents. Both devices were sent to the pathological anatomy department. A control abdominal x-ray was performed in order to confirm the total removal of the essure devices, in which 2 small millimetric metal dots were observed in both uterine horns, thus, it was decided to re-schedule an open surgery with abdominal subtotal hysterectomy, as previously agreed upon with the patient, which was carried out without incidents. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2019: after essure removal - 2 small millimetric metal dots observed in both uterine horns. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-sep-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 small millimetric metal dots in both uterine horns - after essure removal') and multiple episodes of abdominal pain ('abdominal pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hysteroscopy in 2007, emotional lability (adaptive reaction) in 2006, multi gravida, parity 3 (normal deliveries), abortion, acute interstitial nephritis and penicillin allergy. No relevant past medical-surgical history. Concurrent conditions included low back pain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("menstrual pricking pain"), 1 year 2 months after insertion of essure. In 2010, the patient experienced dizziness ("dizziness"), asthenia ("asthenia"), dysuria ("dysuria"), vertigo ("vertigo"), anxiety ("anxiety"), migraine ("migraine headache"), dermatitis ("dermatitis"), breast mass ("breast nodule / tender mass in left breast for 2 months") and neck pain ("neck pain following an accident"). In (B)(6) 2015, the patient experienced diarrhoea ("diarrhoea"). On (B)(6) 2015, the patient experienced breast pain ("mastalgia in upper outer quadrant."). In (B)(6) 2015, the patient experienced left lower quadrant pain ("pain episodes in her lower left side of the abdomen"). On (B)(6) 2016, the patient experienced intervertebral disc protrusion ("right posterolateral protrusion of disc c5-c6"), spinal osteoarthritis ("cervical spondylosis") and intervertebral disc degeneration ("degenerative disc disease"). On (B)(6) 2017, the patient experienced cataract nuclear ("nuclear cataract"). On (B)(6) 2018, the patient experienced renal pain ("left kidney pain"). In 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("2 small millimetric metal dots in both uterine horns - after essure removal"). On (B)(6) 2019, the patient experienced the first episode of back pain ("lumbar pain radiating down left lower extremity"). On (B)(6) 2019, the patient experienced nausea ("nausea"), the first episode of abdominal pain ("abdominal pain"), abdominal distension ("abdominal distension") and dyschezia ("severe pain during bowel movements"). On an unknown date, the patient experienced the second episode of abdominal pain (seriousness criteria hospitalization and intervention required), swelling ("swelling"), vaginal haemorrhage ("excessive vaginal bleeding"), pelvic pain ("pelvic pain"), metal poisoning ("metallosis"), the second episode of back pain ("lumbar pain"), headache ("headaches"), dyspareunia ("pain during intercourse"), vomiting ("vomiting"), hypogastric pain ("hypogastric pain"), decreased appetite ("anorexia"), abdominal crampy pains ("cramp-like abdominal pain"), urethral syndrome ("urethral syndrome"), faeces soft ("soft stools of long-lived progression") and abdominal discomfort ("hypogastric discomfort") and was found to have weight decreased ("weight loss"). The patient was treated with analgesics and surgery (essure removal via bilateral salpingectomyon (B)(6) 2019 and open surgery with abdominal subtotal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the last episode of abdominal pain, device breakage, swelling, vaginal haemorrhage, pelvic pain, metal poisoning, the last episode of back pain, headache, dyspareunia, vomiting, hypogastric pain, asthenia, decreased appetite, diarrhoea, left lower quadrant pain, abdominal crampy pains, urethral syndrome, faeces soft, weight decreased, complication of device removal, dysmenorrhoea, dysuria, anxiety, migraine, dermatitis, breast pain, cataract nuclear, renal pain, abdominal discomfort, nausea, abdominal distension and dyschezia outcome was unknown and the dizziness, vertigo, breast mass, neck pain, intervertebral disc protrusion, spinal osteoarthritis and intervertebral disc degeneration had not resolved. The reporter considered abdominal discomfort, abdominal distension, anxiety, asthenia, breast mass, breast pain, cataract nuclear, complication of device removal, decreased appetite, dermatitis, device breakage, diarrhoea, dizziness, dyschezia, dysmenorrhoea, dyspareunia, dysuria, faeces soft, headache, intervertebral disc degeneration, intervertebral disc protrusion, left lower quadrant pain, metal poisoning, migraine, nausea, neck pain, pelvic pain, renal pain, spinal osteoarthritis, swelling, urethral syndrome, vaginal haemorrhage, vertigo, vomiting, weight decreased, the first episode of abdominal pain, the first episode of back pain, hypogastric pain, the second episode of abdominal pain, the second episode of back pain and abdominal crampy pains to be related to essure. The reporter commented: the implantation and removal of the essure intrauterine device provided by hospital general universitario de elche and hospital universitario del vinalopo. Essure removal surgery, dated (B)(6) 2019: during the first surgical procedure, a laparoscopic salpingectomy and subsequent removal of the essure devices was performed. The surgical intervention finished with a bilateral salpingectomy without incidents. Both devices were sent to the pathological anatomy department. A control abdominal x-ray was performed in order to confirm the total removal of the essure devices, in which 2 small millimetric metal dots were observed in both uterine horns, thus, it was decided to re-schedule an open surgery with abdominal subtotal hysterectomy, as previously agreed upon with the patient, which was carried out without incidents. On (B)(6) 2020 surgical intervention, retinal detachment diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal obstruction. Mammogram - on (B)(6) 2018: no pathological findings. Pathology test - on (B)(6) 2019: uterus, endometrium functional, fibrous. No malignancies, right fallopian tube with no significant lesions, left fallopian tube with no significant lesions. Specialist consultation - on (B)(6) 2019: patient complains of abdominal pain and distension, pain in operated area. Severe pain during bowel movements, nausea, no vomiting. Lumbar pain radiates down left lower extremity. Physical examination: tenderness on paravertebral lumbar muscles bilaterally, mass in spinous areas, tender upon palpation, abdomen distended, tender around surgical scar, rest normal. Diagnosed abdominal pain. Prescribed analgesics. Ultrasound abdomen - in 2016: unremarkable. Ultrasound breast - on (B)(6) 2018: no nodules or other pathological findings. Breast implants show no signs of rupture. Ultrasound within normal ranges. Ultrasound kidney - on (B)(6) 2018: unremarkable. Ultrasound scan vagina - in (B)(6) 2010: normal uterus and ovaries. X-ray - on (B)(6) 2019: after essure removal - 2 small millimetric metal dots observed in both uterine horns; on (B)(6) 2019: the persistence of two small metal pieces in both uterine horns found by intraoperative x-rays.; on (B)(6) 2019: no acute bone lesions, mild rectification. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-may-2021: the follow information were update report information (consumer), lab data, start date full updated, other treatment drug, pain menstruation, dysuria, anxiety, migraine headaches, vertigo, neck pain, dermatitis nos, breast pain female, cervical spondylosis, degenerative disc disease, intervertebral disc protrusion, nuclear cataract, renal pain, lower abdominal discomfort , abdominal pain, abdominal distension, nausea, painful defaecation, outcome neck pain, vertigo dizziness updated to not recovered/not resolved based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain ('abdominal pain') and device breakage ('2 small millimetric metal dots in both uterine horns, after essure removal'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant past medical surgical history. In 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced diarrhoea ("diarrhoea"). In (B)(6) 2015, the patient experienced left lower quadrant pain ("pain episodes in her lower left side of the abdomen"). In 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("2 small millimetric metal dots in both uterine horns, after essure removal"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), swelling ("swelling"), vaginal haemorrhage ("excessive vaginal bleeding"), pelvic pain ("pelvic pain"), metal poisoning ("metallosis"), back pain ("lumbar pain"), headache ("headaches"), dizziness ("dizziness"), dyspareunia ("pain during intercourse"), vomiting ("vomiting"), hypogastric pain ("hypogastric pain"), asthenia ("asthenia"), decreased appetite ("anorexia"), abdominal crampy pains ("cramp-like abdominal pain"), urethral syndrome ("urethral syndrome"). And faeces soft ("soft stools of long-lived progression"). And was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy and open surgery with abdominal subtotal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, device breakage, swelling, vaginal haemorrhage, pelvic pain, metal poisoning, back pain, headache, dizziness, dyspareunia, vomiting, hypogastric pain, asthenia, decreased appetite, diarrhoea, left lower quadrant pain, abdominal crampy pains, urethral syndrome, faeces soft, weight decreased and complication of device removal outcome was unknown. The reporter considered abdominal pain, asthenia, back pain, complication of device removal, decreased appetite, device breakage, diarrhoea, dizziness, dyspareunia, faeces soft, headache, left lower quadrant pain, metal poisoning, pelvic pain, swelling, urethral syndrome, vaginal haemorrhage, vomiting, weight decreased, abdominal crampy pains and hypogastric pain to be related to essure. The reporter commented: essure removal surgery, dated (B)(6) 2019. During the first surgical procedure, a laparoscopic salpingectomy and subsequent removal of the essure devices was performed. The surgical intervention finished with a bilateral salpingectomy without incidents. Both devices were sent to the pathological anatomy department. A control abdominal x-ray was performed in order to confirm, the total removal of the essure devices. In which, 2 small millimetric metal dots were observed, in both uterine horns. Thus, it was decided to re-schedule an open surgery with abdominal subtotal hysterectomy. As previously agreed upon with the patient. Which was carried out without incidents. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray: on 2019, after essure removal: 2 small millimetric metal dots observed, in both uterine horns. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-mar-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 small millimetric metal dots in both uterine horns - after essure removal') and multiple episodes of abdominal pain ('abdominal pain', 'pain episodes in her lower left side of the abdomen') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant past medical-surgical history. In 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced diarrhoea ("diarrhoea"). In (B)(6) 2015, the patient experienced the first episode of abdominal pain ("pain episodes in her lower left side of the abdomen"). In 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("2 small millimetric metal dots in both uterine horns - after essure removal"). On an unknown date, the patient experienced the second episode of abdominal pain (seriousness criteria hospitalization and intervention required), swelling ("swelling"), vaginal haemorrhage ("excessive vaginal bleeding"), pelvic pain ("pelvic pain"), metal poisoning ("metallosis"), back pain ("lumbar pain"), headache ("headaches"), dizziness ("dizziness"), dyspareunia ("pain during intercourse"), vomiting ("vomiting"), abdominal pain lower ("hypogastric pain"), asthenia ("asthenia"), decreased appetite ("anorexia"), abdominal crampy pains ("cramp-like abdominal pain"), urethral syndrome ("urethral syndrome") and faeces soft ("soft stools of long-lived progression") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy and open surgery with abdominal subtotal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the last episode of abdominal pain, device breakage, swelling, vaginal haemorrhage, pelvic pain, metal poisoning, back pain, headache, dizziness, dyspareunia, vomiting, abdominal pain lower, asthenia, decreased appetite, diarrhoea, abdominal crampy pains, urethral syndrome, faeces soft, weight decreased and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, asthenia, back pain, complication of device removal, decreased appetite, device breakage, diarrhoea, dizziness, dyspareunia, faeces soft, headache, metal poisoning, pelvic pain, swelling, urethral syndrome, vaginal haemorrhage, vomiting, weight decreased, the first episode of abdominal pain, the second episode of abdominal pain and abdominal crampy pains to be related to essure. The reporter commented: essure removal surgery, dated (B)(6) 2019: during the first surgical procedure, a laparoscopic salpingectomy and subsequent removal of the essure devices was performed. The surgical intervention finished with a bilateral salpingectomy without incidents. Both devices were sent to the pathological anatomy department. A control abdominal x-ray was performed in order to confirm the total removal of the essure devices, in which 2 small millimetric metal dots were observed in both uterine horns, thus, it was decided to re-schedule an open surgery with abdominal subtotal hysterectomy, as previously agreed upon with the patient, which was carried out without incidents. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2019: after essure removal - 2 small millimetric metal dots observed in both uterine horns. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.